Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not available for return to edwards for evaluation. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis, regurgitation, and thrombus remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 31mm bioprosthetic mitral valve, implanted approximately 10 years, two months, was explanted due to severe recurrent mitral stenosis, regurgitation and chf type symptoms. Intraoperatively, thrombus was noted in some of the pulmonary veins and along the posterior base of the previously implanted valve. The excision of the valve was fairly difficult as it was heavily incorporated into the annulus. There were some retained posterior leaflet elements and calcific change. A new 29mm bioprosthetic valve was secured in place. The surgeon noted that there was some impingement of one of the leaflets, possibly the strut. The valve was removed, but maintained and the surgeon was able to reuse it. The valve was lowered in place with some difficulty. It appeared that the septum wanted to essentially drop down into the left ventricular cavity. It was a little difficult to the get the struts due to the overall thickness of the annular tissue. Once this was accomplished, the prosthesis was manipulated into the correct position and the cor-knot system was used to secure the valve in place. The valve was pressure tested and looked quite good. On tee it functioned normally. CABG x1 was also performed. The patient was brought off bypass with significant dose of inotropic support. The patient was transported to the ICU. His postoperative course was complicated by ileus x2, bleeding, thrombocytopenia. He was discharged to a rehab facility on postoperative day 50.